Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 20 mg/dl, cause was unknown. Customer consumed carbohydrates to address bg. Reportedly, customer continued using pump for insulin therapy.